Event description:
Reporter called from (B)(6) and stated that she had a fat reduction procedure done around her waist area in (B)(6) 2016. This procedure was suppose to make the area reduce by twenty to twenty five percent but instead, it has increased by twenty five percent.